Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Emergency medical services was called and gave customer a soda to bring blood sugar back up. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Reportedly, the customer will use a back up pump for insulin therapy.

Manufacturer narrative:
B3: event date.